Event description:
The customer reported that during prime, a leak was noticed where the delivery line connects to the extension line. No patient complications were reported. No samples were saved. Product code 5001102; lot number 27631.p07.